Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 1) "do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." 2) "do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result." 3) "do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasound image." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera ultrasound gastrovideoscope balloon was torn during preparation for use for a diagnostic procedure. The intended procedure was completed with another similar procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive layer of acoustic lens has a scratch. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the adhesive layer of the acoustic lens has a scratch. Additional evaluation findings were as follows: the gap on the up/down knob is out of standards due to a worn angle-wire, the angulation in the up direction was out of standards due to the worn angle-wire, the bending section cover adhesive was broken, the electrical connector was corroded, the electrical contact of the ultrasound connector was corroded, the scope cover was dirty, the number of lost ultrasonic elements exceeds standards due to the broken ultrasonic cable and the acoustic lens was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.